Event description:
My friend/colleague was taken off life support on (B)(6) this year after complications from lap band surgery. The surgeon had problems inflating the reservoir post operatively. She was discharged, then re admitted to the hospital for pain and vomiting. She was on a general care unit in pain and with poor food and fluid intake before she was taken back to the operating room where she was found to have sepsis and bleeding. The device allegedly eroded through her stomach. I called the company -allergan- and reported the problem, but I wanted to make sure the company and hospital (B)(6) hospital and clinics- reported the problem. Her surgeon had a history of "poor outcomes" according the ICU staff and reportedly was under consideration for a "mentoring program" by the university physicians. He is now on "sabbatical" and is employed by (B)(6) a division of (B)(6). He did not participate in results reporting with the (B)(6) program at (B)(6) hospital. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: obesity.